Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported on (B)(6) 2019, a locking bolt measuring device was broken during reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This report is for one locking bolt measuring device f/trochanteric fixation nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G3: reporter is millstone medical service provider. H3, h6: part: 357.402. Synthes lot: 6993104. Supplier lot: na. Release to warehouse date: august 06, 2012. Manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails was returned and received at us customer quality (cq). No other issues were observed with the returned components of the device. No device failure/defect was identified. Investigation conclusion the complaint condition is unconfirmed for the locking bolt measuring device f/trochanteric fixation nails. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.